Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing thresholds. An echocardiogram confirmed that there was a lead perforation and a pericardial tap was done. The lead was later repositioned to the septum and is still in use. No further patient complications have been reported as a result of this event.